Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain one, while the hp was connected. The hp disconnected from the hc prior to the alarm without using proper disconnect procedures. The registered nurse (rn) reconnected the hp using proper aseptic techniques. The technical service representative (tsr) explained the alarm and assisted the hp with clearing it by cycling the power. The tsr advised the rn to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient (hp) disconnected from the homechoice (hc) without using proper disconnect procedures and then the registered nurse (rn) reconnected the hp. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.